Manufacturer narrative:
Sample info was not provided by the customer. The instrument was performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Samples were rerun back to the last acceptable control run. Controls were run before and after this incident and were within assay limits. Field service engineer evaluated the instrument on-site. The instrument keypad was replaced. Root cause is unknown, may be related to the instrument keypad. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous results for mcv (mean corpuscular volume, hct (hematocrit) and mchc (mean corpuscular hemoglobin concentration) for samples from 37 patients on (B)(6) 2009. There were no instrument generated messages associated with these sample results. Erroneous results were reported outside the laboratory. After the erroneous results were generated and reported, the operator noted a problem with the keypad display and the instrument was reset by performing shutdown and startup procedures. Controls were within range both before and after the erroneous results were generated. The erroneous results were then identified by the laboratory after the problem with the keypad, at which time pts were redrawn and rerun. Corrected reports were issued. There was no death, injury, or reported adverse affect to pt treatment.